Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, it was difficult to release tissue with the force bipolar instrument. There was no reported injury.

Manufacturer narrative:
The force bipolar instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). A device log review for the force bipolar (part# 471405-06 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of the force bipolar instrument being stuck on tissue is attributed to either device design or use conditions. The force bipolar instrument has a ¿strong¿ mode and strong forces (i.e., rotational) applied to the instrument grip tips while grasping or pulling could displace and/or bend their proximal end. If a grip tip is displaced, it may be possible for the conductor wire to interfere with its backend and prevent the grips from opening. Regarding device design, the grip can over rotate due to grasping/pulling plus lateral loading action during the instrument¿s surgical application. Regarding use, dislodged grip tips can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.